Event description:
It was reported that the device had not worked since 3-4 months after implant. It was reported the ins battery was depleted and the hcp stated the implant needed to be removed. The lead wires were at her tailbone and the pt could not recall if that was the original position or if the lead had moved at some point. It was reported that the pt had fecal incontinence when she urinated. It was reported that the pt wanted the device removed. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).